Event description:
It was reported that during the preparation the device looked normal, a funny sound was heard and the fiber stopped working, the procedure was completed successfully with another fiber. Analysis of the returned fiber showed that there was a fracture in the connector. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber showed that it was received in one piece, no defects were identified. The glass tip was in good condition. Microscope inspection found that distorted light was exiting the connector face. Burn marks were also observed. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. Based on these test results, it was determined that expected component failure without any design or manufacturing issue.